Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump the amount of insulin calculated in a bolus than what the customer expected to observe. Reportedly, the pump calculated a bolus of 19.48 units after the customer entered a blood glucose (bg) value of 299 (mg/dl) with 15 units of insulin into the bolus menu. Review of the customer's profile settings by tandem technical support verified that the carbohydrates settings needed to be turned on. The customer entered the intended bolus of 299 mg/dl with 15 grams of carbohydrates and received the accurate recommended bolus dosage of 5.48 units. The customer successfully requested and delivered the bolus.

Event description:
It was reported that the amount of insulin calculated in bolus by the pump was larger than a value the customer expected to observe.